Event description:
The device was removed due to a "fluid loss". Additionally, it was reported that the pt was "unhappy with the implant he had implanted approx. One yr ago". The device was removed and replaced with another 3-piece inflatable.

Manufacturer narrative:
Two cylinders and a pump were received by the manufacturer. During functional testing, a leak was observed in the non-serialized strain relief junction of the pump. No other anomalies with the cylinders or pump were detected during functional testing. Microscopic examination of the anomaly site revealed that the outer layer of tubing was apparently worn away. The inner layer of tubing was separated. Evidence of abrasion, indicated by unusually shiny material, is located posteriorly from the separation anterior to the separation, two portions of monofilament were exposed. The most posterior exposed monofilament was deformed, indicating stress(es) on the strain relief junction. A crease mark in the tubing between the exposed monofilament was noted. As received, the tubing was bent toward the separation, indicating that the tubing was bent for a long period of time. Based on the physician's observations and quality assurance's examination, qa concluded that while in-vivo the tubing of the non-serialized strain relief was bent back on itself, and abraded against itself. This abrading wore through the outer layer of tubing. With the tubing in this weakened state, stress(es) may have stretched the tubing, causing the monofilament to be deformed and causing the inner layer of tubing to separate. Qa further concluded that the reported "fluid leak" resulted from this separation.